Event description:
Reporter alleged obtaining the results of 17 mg/dl, 14 mg/dl and 120 mg/dl back to back within 10 minutes on the compact plus system. Reporter felt hypoglycemic symptoms and self-treated with orange juice. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter does not have the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.